Event description:
It was reported that post a stenting treatment procedure, the patient expired. The patient experienced a myocardial infarction less than 72 hours prior to the procedure. Access was obtained via the femoral artery. The 90% stenosed, 2.5x35mm concentric and de novo target lesion, which had a significant bend between 45 and 90 degrees, was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 2.75x38mm promus element stent was successfully deployed in the lad and post dilation was performed. Post procedure, the patient was sent to the intensive cardiac care unit where the patient was put on a ventilator. Five days later, the patient expired due to heart failure. Additional information was requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).